Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported on (B)(6) 2018 that the customer was getting recurring button error alarms on their insulin pump. Customer's blood glucose level at the time of the incident was unknown. Customer reports insulin pump was also exposed to moisture. Product will not be returned for analysis.